Event description:
Note: this report pertains to one of twelve devices used during the same procedure. Refer to manufacturer report #3005099803-2014-02671, 3005099803-2014-02672, 3005099803-2014-02673, 3005099803-2014-02674, 3005099803-2014-02675, 3005099803-2014-02676, 3005099803-2014-02677, 3005099803-2014-02678, 3005099803-2014-02679, 3005099803-2014-02680, 3005099803-2014-02681 and 3005099803-2014-02682 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the hydrophilic tip of the jagwire guidewire detached inside the patient exposing the tip of the metal corewire. A second jagwire guidewire was used, however, the hydrophilic tip also detached inside the patient exposing the tip of the metal corewire. The detached tips were successfully retrieved using a balloon. Ten more jagwire guidewires were opened and during preparation, the hydrophilic tip detached exposing the tip of the metal corewire. The procedure was completed using the thirteenth jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of guidewire tip detached exposing the corewire tip. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. Based on all gathered information, the most probable root cause is "handling damage." Since the manufacturing of this complaint device, a corrective action has been initiated to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of twelve devices used during the same procedure. Refer to manufacturer report #3005099803-2014-02671, 3005099803-2014-02672, 3005099803-2014-02673, 3005099803-2014-02674, 3005099803-2014-02675, 3005099803-2014-02676, 3005099803-2014-02677, 3005099803-2014-02678, 3005099803-2014-02679, 3005099803-2014-02680, 3005099803-2014-02681 and 3005099803-2014-02682 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the hydrophilic tip of the jagwire guidewire detached inside the patient exposing the tip of the metal corewire. A second jagwire guidewire was used, however, the hydrophilic tip also detached inside the patient exposing the tip of the metal corewire. The detached tips were successfully retrieved using a balloon. Ten more jagwire guidewires were opened and during preparation, the hydrophilic tip detached exposing the tip of the metal corewire. The procedure was completed using the thirteenth jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.